Event description:
It was reported by the customer that during a breast biopsy, it was noticed that there was a cut on the green cable and the holster was loud during sampling. The same holster was used to finish the case with no pt consequences. The holster is to be returned for repair.

Manufacturer narrative:
Blue/green cable. Eval summary: the analysis results found that the unit was making squeaking sounds and there were splits in the cables. The analysis site replaced the green translational cable and the blue rotational cable to corret the issue. The device history record has been reviewed and has passed qa inspection.